Manufacturer narrative:
Additional information has been requested and a follow-up will be filed as needed.

Event description:
It was reported that, "I-view sub image problem: the sub image quality that the mammary gland subtraction is not enough." No injury or misdiagnosis reported. The field engineer inserted the k factor supplied by image scientist manually and the system was working as intended.